Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The patient, a (B)(6) clinical study subject, returned to clinic on (B)(6) 2018 reporting pain localized to the lateral aspects of the right thigh with certain movements such as twisting. X-rays show early development of pedestal formation at the distal stem lateral cortex. Patient administered norco, given home exercises and underwent pt. Update 08/may/2019 (B)(6): spoke to reporter. Exam notes, pre- and post-op x-rays are provided. This is all information available. The patient has not been revised as of the event date.

Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted; -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: in this patient with heterotopic ossification and trochanteric bursitis, there is no evidence either clinically or radiographically of any problems related to the implanted components. The alleged ¿early development of a pedestal at the distal stem laterally¿ is not noted on the one-year post-operative x-ray. It should be noted that a pedestal is defined as going from the medial to the lateral cortex without a lucency between the pedestal bone and the stem. A radiodense line separated from the stem by a radiolucent line normally appears around the uncoated femoral stem due to micromotion resulting from the difference in modulus of the stem and the surrounding bone. No pedestal is noted and no loosening of the stem can be suggested. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar complaints for the lot referenced. Conclusions: a review of the provided medical information by a clinical consultant indicated: in this patient with heterotopic ossification and trochanteric bursitis, there is no evidence either clinically or radiographically of any problems related to the implanted components. The alleged ¿early development of a pedestal at the distal stem laterally¿ is not noted on the one-year post-operative x-ray. It should be noted that a pedestal is defined as going from the medial to the lateral cortex without a lucency between the pedestal bone and the stem. A radiodense line separated from the stem by a radiolucent line normally appears around the uncoated femoral stem due to micromotion resulting from the difference in modulus of the stem and the surrounding bone. No pedestal is noted and no loosening of the stem can be suggested. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient, a trident ii tritanium post- market clinical study subject, returned to clinic on (B)(6) 2018 reporting pain localized to the lateral aspects of the right thigh with certain movements such as twisting. X-rays show early development of pedestal formation at the distal stem lateral cortex. Patient administered norco, given home exercises and underwent pt. Update 08/may/2019 wg: spoke to reporter. Exam notes, pre- and post-op x- rays are provided. This is all information available. The patient has not been revised as of the event date.